Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
(B)(4). The dentist reported that, 2 months after two dental implants were installed in intraoral regions #30 and #31, their non- osseointegration was observed. Fenestration occurred during surgery.